Manufacturer narrative:
Additional narrative: a product investigation was completed: the screw is intact and no damage could be detected. Visual inspection as well as DHR reviews shows no product fault. Mishandling while in use could be identified as most probably root cause. No indication for material or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was unable to lock the screws into the variable angle ¿ locking compression plate (va-lcp) with the associated screwdriver during a procedure on (B)(6) 2015. The screw head was reportedly worn by the screwdriver tip, which did not hold the screws properly for rotation. The surgeon was not able to fully grasp the screw head with the screwdriver shaft. No backup driver was available, so the surgeon had to use the one in question to attempt to tighten all six (6) screws. Gauze was placed between the driver and the screw heads in an attempt to facilitate a better hold, but that effort was not successful. The surgeon then cut off the tip of the driver off (because it was twisted) and attempted to secure the lock on the screws. This, too, was not successful. The surgeon closed the wound, but was unsure if the screws were properly locked. A thirty (30) minute delay in procedure time was recorded. This report is 2 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device was received on (B)(4) 1015. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is labeled for single use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional product codes for this report include hwc. Non-sterile part was manufactured in (B)(4). Device used during the procedure on (B)(6) 2015, but was not implanted or explanted. Per facility, complainant part is expected for return, but has yet to be received for review/investigation. Non-sterile part was manufactured on january 31, 2013. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: february 11, 2013 - expiry date: february 1, 2023 non-sterile article was manufactured in the us as part 04.211.020 with lot 7197350. Manufacturing location: (B)(4) - manufacturing date: january 31, 2013. A non-conformance report (ncr) was issued against raw material lot 6589821 that was used for production of lot 7197350. The ncr was written for ¿heads are cracking¿ and affected raw material was scrapped. From a manufacturing standpoint, the non-conformance issued against raw material would not contribute to this complaint condition since the non-conforming section of the raw material coil was scrapped. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.